Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner sheath cover's ceramic tip was damaged. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to the attempted repair of damaged component by an unauthorized third party and the wrong glue was used, it dissolved, and the insulating insert came off. Olympus will continue to monitor field performance for this device.